Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges his humidifier caught fire and damaged his dresser. There was not a report of personal injury with this incident.